Event description:
It was reported that a malfunction alarm occurred. The customer performed a pump reset on their own which cleared the malfunction alarm, and insulin delivery was resumed successfully. There was no adverse impact to the customer's blood glucose level. Customer will continue to use current pump for insulin therapy.